Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-operatively, the patient presented with pain and it was discovered that both s1 screws were broken. At this time, it is not known if a revision will be done. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.